Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by the static electricity applied to the sdi port at the time of delivery and receiving, which led to a failure of the dp board and no output from the sdi.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a faulty dp board which caused no signal on the device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset visera elite ii video system center to the service center. During a standard inspection and estimation, the printed circuit board failed. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.